Manufacturer narrative:
Reported event of core wire broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual analysis found the sensor wire to be broken. Its core wire was broken at the distal tip and both sections were melted. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors encountered during the procedure. It is most likely that an excess of laser irradiation applied during the procedure could cause the failures noted. Therefore, the most probable cause is considered operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent set was used during a transurethral lithotripsy (tul) procedure performed in the urinary tract on (B)(6)2015. According to the complainant, during procedure, when the physician withdrew the guidewire after crushing the stone, they found that the ptfe and the coating parts of the guidewire completely separated inside the patient. The detached fragments were successfully removed with forceps. Reportedly, there was no issue with the stent and no resistance was encountered while manipulating the guidewire. The physician thought that the guidewire might have been hit by the laser during the irradiation process. The procedure was completed with another polaris ultra stent set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent set was used during a transurethral lithotripsy (tul) procedure performed in the urinary tract on (B)(6) 2015. According to the complainant, during procedure, when the physician withdrew the guidewire after crushing the stone, they found that the ptfe and the coating parts of the guidewire completely separated inside the patient. The detached fragments were successfully removed with forceps. Reportedly, there was no issue with the stent and no resistance was encountered while manipulating the guidewire. The physician thought that the guidewire might have been hit by the laser during the irradiation process. The procedure was completed with another polaris¿ ultra stent set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.